Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by a deficiency of the alinity ci bulk solution level sensor, where a crack could have developed from environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation, continue to follow the weekly maintenance procedure after installation. The letter also provides troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Event description:
The customer observed imprecision while testing patient samples on the alinity I processing module. Additionally, customer observed error codes 1402 unable to process test. Activated read failure, 1403 unable to process test. End read failure and error code 1043 unable to process test. Final rlu value outside of specifications of the highest calibrator. The customer provided data for multiple patients and assays. Sid (B)(6) initial result for active b12: 8.6 pmol/l, repeat active b12 ~ 46.9 pmol/l, sid (B)(6) initial result for anti-tg : 0.00 iu/ml, repeat anti-tg :19.5 iu/ml, sid (B)(6) initial result for thcy (homocysteine) : > 50.00 micromol/l repeat : 8.73 micromol/l, sid (B)(6) initial result for pro grp : < 0.93 pg/ml repeat pro grp : 11.79 pg/ml, sid (B)(6) initial result for free t3: 7.52 pg/ml repeat free t3 : 2.84 pg/ml, sid (B)(6) initial result for ca19-9xr : 3.19 u/ml repeat ca19-9xr : 5.76 u/ml, sid (B)(6) initial result for progesterone : > 40.00 ng/ml repeat progesterone : 1.837 ng/ml, sid (B)(6) initial result for ca 125 ii < 1.1 u/ml repeat ca 125 ii : 9.6 u/ml, sid (B)(6) 1st measurement for anti-tg: 0.00 u/ml repeat anti-tg: 0.95 iu/ml, sid (B)(6) 1st measurement for progesterone: > 40.00 ng/ml repeat progesterone: < 0.500, sid (B)(6) 1st measurement for ca 15-3: < 0.6 u/ml repeat ca 15-3: 17.6 u/ml. After inspection of the instrument, the customer noted that the level sensors for the trigger and pre-trigger solution had a crack, the level sensors were replaced by the customer. No impact to patient management was reported.